Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported persistent pain around the sensor insertion site, which intensifies with movement such as lifting the left arm, reaching behind the back, or stretching.the symptoms were first noticed in the second week of february 2025.the user's hcp was aware of the event and prescribed ibuprofen and an over-the-counter muscle cream.as per dms, user is currently using the system with up-to-date information.this incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where user reported persistent pain around the sensor insertion site, which intensifies with movement such as lifting the left arm, reaching behind the back, or stretching.the symptoms were first noticed in the second week of february 2025.the user's hcp was aware of the event and prescribed ibuprofen and an over-the-counter muscle cream.as per dms, user is currently using the system with up-to-date information.